Event description:
Info received indicates when the brakes were engaged the brake/steer caster would not hold.

Manufacturer narrative:
The tech found the brake/steer caster was out of adjustment. He adjusted the caster and the brakes functioned properly.